Manufacturer narrative:
Pr#: (B)(4). Pending device investigation.

Event description:
The device was retrieved for potential patient use. When the device was turned on, it was discovered to have a low battery and would not complete a self test. There was no harm to the patient as the patient did not require therapy.